Event description:
It was reported during a splenic artery embolization procedure, deployment difficulties were encountered. The interlocking detachable coil was advanced, however the physician encountered difficulty deploying the coil. During removal, the coil deployed in the non-target area. The coil was successfully removed with a snare. No further patient complications were reported. Patient status reported as ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).